Event description:
The patient presented in the emergency room after experiencing episodes of dizziness and bradycardia. Upon investigation, the device was no longer providing pacing and was unable to be interrogated via inductive telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of no output and no inductive telemetry were confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Additional information received indicated the patient entered asystole which required cardiopulmonary resuscitation. The patient was given a temporary pacemaker to stabilize them before the implanted device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.